Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The door jammed alarms were confirmed through the event history log review. The cause was undetermined. If any additional info is received a follow up will be sent. The upper auxiliary assembly, lower auxiliary assembly and door latch hook were replaced.

Event description:
During evaluation of a returned spectrum infusion pump, 7 occurrences of "door jammed" alarms were identified in the event history log. Any pt involvement, injury or medical intervention is unknown since these items were found during evaluation of the device.